Manufacturer narrative:
(B)(4). The devices involved in the incident were unknown. As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample was not requested. The batch record and analytical results for dianeal pd2 ultrabag, lot number 1010022, have been reviewed and found to be compliant with standard specification. A 510(k) number will not be provided in the emdr as the product code and lot number are unknown. Since the lot number is unknown, no batch review will be performed. Baxter has received similar reports for the reported problem. Baxter will continue to monitor similar reports to determine if further action is required.

Event description:
This is a spontaneous report by a baxter employed nurse from (B)(4) of peritonitis in a (B)(6) old female patient coincident with dianeal pd2 ultrabag therapy. On (B)(6) 2010, the patient started treatment with dianeal pd2 ultrabag, lot number 1010022, (dose and frequency were not reported) intraperitoneally (ip) for peritoneal dialysis (pd). On (B)(6) 2010, the patient was diagnosed with peritonitis. The cause of the peritonitis was unknown. On the same day, the patient was hospitalized for the peritonitis. On an unknown date, the patient began remedial therapy with vancomycin (1gm, loading dose, ip), orzid (1gm, daily, ip), cefizox (1gm, daily, ip), amikacin (100mg, daily, ip) and heparin (500units, ip). Dianeal therapy was ongoing. The peritonitis was resolving. The reporter believed that the peritonitis was not related to the dianeal therapy.